Event description:
It was reported the insulin pump alarmed button error and the buttons were unresponsive. The device had also had a display anomaly, the screen flashed on an off and it had a siren type of ring. The insulin pump is being returned for further analysis.

Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display, followed by an unexpected intermittent beep alarm due to vertical cracks on the lcd controller. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests or verify the unresponsive button/keypad due to the display anomaly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.